Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the left anterior descending artery with one 3.0 x 15 mm xience v stent. On (B)(6) 2012, the patient was hospitalized with chest pain and underwent cardiac catheterization. It was noted that there was an approximate 80% in-stent restenosis in the xience v stent and a new lesion in the left circumflex. The patient has been on plavix since the index procedure. The patient is scheduled to undergo coronary artery bypass surgery on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.